Manufacturer narrative:
Cec adjudicated a target vessel mi in the proximal lad. Correction: occlusion code added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient is a smoker with a history of hypertension, previous mi and atrial fibrillation. Three stents were implanted during the index procedure, 2 in the lad and one in the rca. During the index procedure post stenting it was reported that the patient suffered an mi and a restudy showed loss of the first diagonal. No treatment given to date, the patient is not recovered. The site and sponsor have assessed the event as possibly related to the device and not related to the antiplatelet medication.